Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been screwed up for the last 2 days, they forgot about things and their implant battery went down to dead, they charged all their equipment and they charged it up to about 30 percent but they have clearly started feeling weird, with shaking and tremor, they are not steady, not their best and they can't get it to turn on. Worked with patient to use their equipment and after successfully setting up links, patient was successful to synch with their implant and turn therapy back on the ins battery was 50%. Reviewed some recharging best practices and recommended charging their implant to full. Redirected to their doctor. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient had ran the stimulator battery dead for a couple days. Patient had fell flat on his face. He spent the night in the hospital and they ran a CT scan.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.